Event description:
Health care professional reported shocking sensation at generator site. Lead malfunction suspected. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional information is received.